Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the touchscreen was not working. To fix the issue, the fse replaced the touchscreen assy" and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit's touchscreen was unresponsive. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The national repair center installed the touchscreen assy,12." Part number 0160-00-0123 serial number (B)(6) into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the touchscreen being unresponsive. The touchscreen failed testing. Sending the touchscreen to the supplier for failure analysis per procedure. The supplier of the touchscreen assy,12." Part number 0160-00-0123 is unable to perform an evaluation on this part. This display will no longer be sent to the supplier for failure analysis.

Event description:
N/a.